Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6 visual examination of the returned product identified the strike plate fractured off and was not returned. The instrument shows heavy signs of use and damage. The features of this fracture surface and mode align with those reported in zrm_wa_0493_18 summary of failure analysis of shoulder impactor threaded strike-plates. The failure mode for the shoulder impactors is a fast-brittle type tensile/bending overload failure of the strike plate¿s threaded section. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; g3; g6; h1; h2 upon reassessing the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left shoulder replacement revision procedure. During that procedure the physician broke the instrument.